Event description:
Covidien received information that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Covidien service center confirmed the deisplay is missing segments. The universal interface (ui) printed circuit board (pcb) was found faulty. The ui pcb was replaced and the unit passed testing.the manufacturing date has been requested.(B)(4).

Manufacturer narrative:
(B)(4).